Manufacturer narrative:
(B)(4)

Event description:
Per the surgeon, the device was explanted due to exrusion. The device was explanted on (B)(6) 2010. The patient was implanted in the contralateral ear. It is unknown whether there are plans to reimplant the patient in the ear which is the subject of this report.

Manufacturer narrative:
(B)(4).